Event description:
It was reported that, "attaching and removing the blade from the handle is incredibly difficult".

Manufacturer narrative:
It was reported that, "attaching and removing the blade from the handle is incredibly difficult". Due to this issue, a staff member was "cut trying to remove the blade from the handle, resulting in stitches". Due diligence has been completed. No additional details are available related to the customer reported issue. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.